Manufacturer narrative:
The reported defective device was not returned to angiodynamics for a device evaluation. However, based on additional information provided by the user of the defective device, the customer's reported complaint description of the of the applicator fracturing from the applicator shaft is confirmed. Although the complaint description is confirmed, without receiving the actual device for evaluation a definitive root cause for the event is unable to be determined. Follow-up information provided stated that no lateral force was used. However based on previously viewed samples of similar complaints, a possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4)

Event description:
As reported (B)(6) 2016, a male patient of unknown age presented for a microwave procedure of the liver. The procedure was completed with no report of patient complications or device malfunctions. Post procedure, it was noted the ceramic tip of the applicator had detached and remained inside of the patient. A follow up CT confirmed the ceramic tip remained inside of the patient. The treating physician determined not to remove the applicator tip from the patient at that time. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.